Event description:
It was reported to boston scientific corporation that during unpacking on (B)(6) 2010, a jagtome rx sphincterotome was found to be damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
From a visual evaluation, it was found that the working length was twisted and the exposed cut wire was broken near the distal pierce hole with the anchor assembly remaining inside the extrusion. The distal tip of the device was cut to obtain the anchor notch assembly and it was found that the cutwire was appropriately welded to the anchor notch assembly during manufacturing. The exposed cutting wire was broken near the anchor notch. The cutting wire was discolored from usage. The od of the exposed cut wire measured and meets the specification. The proximal pierce hole was found torn/split which caused an excessive portion of the cutwire to be exposed outside the extrusion which altered the actual length of the cutwire. The condition of the returned unit was not fully consistent with the customer complaint. The event description indicates that the device was found damaged during unpacking but upon product analysis it was found that the device was likely electrically activated as the cutting wire was discolored from usage. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity as well as bowing/handle functionality so the wire likely snapped due to procedural factors. The broken and discolored (blackened) cutting wire indicated that the wire snapped likely due to higher power settings. Based on the product analysis, the most probable root of 'handling damage' is being selected likely due to the generator settings/ cut wire activation during the customer prep prior to usage of the device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The dfu contains the following precautions/ instructions and also lists references for the recommended power settings: ¿ verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope. ¿ use the monopolar generator¿s recommended power setting for sphincterotomy. Excess power may lead to patient injury, or may damage integrity of cutting wire. For recommendations see references. ¿ using the appropriate power setting, activate the cutting wire to incise and cauterize the papilla of vater and/or the sphincter of oddi.

Event description:
It was reported to boston scientific corporation that during unpacking on (B)(6) 2010, a jagtome rx sphincterotome was found to be damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.